Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, the surgeon had to remove screws that were backing out of the nail. The nail is still implanted in the patient.